Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the uterine vein using ruby coils. During the procedure, while attempting to advance a ruby coil through a lantern delivery microcatheter (lantern), the physician felt a ¿strange¿ transition from the introducer sheath into the lantern. Therefore, the physician stopped advancing and retracted the ruby coil. It was noticed that the ruby coil had unintentionally detached within its introducer sheath, while partially advanced into the lantern. Subsequently, the physician was able to pull the ruby coil out from the lantern and the procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.